Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'loses power intermittently' which was reproduced during evaluation. A review of the event history log identified the multiple presence of 'improper shutdown!' Which were preceded by the multiple presence of 'battery alert!' Messages. An 'improper shutdown!' Message occurs when all power sources to the pump become disconnected, however the log cannot be used to determined the means by which power was lost. The cause was determined to be a corroded battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had intermittently lost power. There was no patient involvement. No additional information is available.